Manufacturer narrative:
Upon further review, the patient code (B)(4) is no longer applicable to the event. The patient code listed above is now applicable.

Event description:
Additional information received via the healthcare provider (hcp) reported the device was palpated under the skin and then broke through the skin as though the body was expelling the device. Reference manufacturing report # 3004209178-2016-03059.

Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported via a manufacturer representative (rep) that there was a pocket infection. The patient p resented to the hcp office on (B)(6) 2016 with the implant partially exposed through the skin. In addition, a portion of the line was also exposed. The surgeon took the patient to the operating room on the same day and removed the entire system. The pocket appeared to be infected based on the description and explanation from the surgeon. The surgeon explanted the entire system based on his findings and put a drain into the wound that would remain there for two weeks. The patient was also treated with antibiotics. The issue was not resolved at the time of the report. It was further reported by the hcp on (B)(6) 2016 that the cause was not determined. The patient was currently being treated for an infection. The system was surgically removed on (B)(6) 2016 and a post-operation drain was placed. There was ongoing wound care. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.